Event description:
Pt was hospitalized with high blood sugars and a severe insulin reaction. Pt was not willing to do further troubleshooting. MFR will continue to try to get device back in house for evaluation. Blood sugars have stabalized.